Manufacturer narrative:
Date rec¿d by MFR : 24jul19, date of report : 31jul19. The field service engineer(fse) replaced the power switch overlay to address the alarm led failure and the flow sensor assembly to address the tidal volume inaccuracy. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22july2019.

Event description:
The customer reported that the ventilator produced an alarm led failure. There was no patient or user involvement.